Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
The reported malfunction was observed and attributed to the airway pressure sensor calibration was found to be out of specification. The airway pressure transducer was recalibrated. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed an "airway pressure sensor needs to be calibrated" error message. Complainant indicated that there was no patient involvement in the reported malfunction.